Manufacturer narrative:
Intuitive surgical received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported failure mode. The yaw pulley exhibited charring. The instrument was also found to have a broken conductor wire. Therefore, the instrument failed the electrical continuity test; meaning the energy/cautery use was not functioning. Furthermore, the conductor cap was broken off at the yaw pulley. The instrument was disassembled to identify the source of arcing and it was found that the conductor wire had separated from the yaw pulley at the silicone potting and was the initiation point of arcing. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. A root cause investigation for this separation is still underway since it is not clear what caused the potting to be compromised. A follow-up MDR will be submitted once additional information is obtained. The customer reported complaint does not itself constitute an MDR reportable event; however, the charring damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted procedure, in the early stages of dissection, smoke was observed coming from the permanent cautery hook instrument. The instrument was removed and a broken plastic piece was noticed. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.